Event description:
It was reported by the dr. That the inflatable penile prosthesis (ipp) was not pumping. Air in pump was discovered at the time of removal. There was a loss of fluid at an unknown location. The device was successfully removed and replaced.